Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that a merit medical dtx was used to treat a female patient <21 years on (B)(6) 2025 for invasive blood pressure monitoring. The device was used for approximately 24 hours. During this time there was clotted catheter and bleed-back (incorrect pressure due to insufficient inflation, causing blood to flow back into the tubing and catheter. No additional treatment was required no additional information is available at this time.